Event description:
It was reported that the pt was brought into the emergency room and was unresponsive. The drug used in the pump at the time of the event was not reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).